Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image shows proximal anchor with broken threads in surgical field. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required this case reported all the broken pieces were removed from inside of the patient with a grasper. Three arthroscopic image photos provided support the complaint. No other relevant clinical supporting documentation was provided to perform a thorough medical investigation. Therefore, the root cause of the reported failure cannot be determined. Although, we are unable to rule out a procedural variance as a contributory factor. The healicoil knotless pk nst instruction for use warns,¿ insert the threaded dilator fully into the bone by rotating the device clockwise until the indicator line on the dilator is flush with the surface of the bone. Remove the threaded dilator from the insertion site by rotating it counterclockwise.¿ based on the information provided, the procedure was successfully completed without significant delay using a back-up device in the same bone hole. Since no complications were reported, no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the implant¿s first thread was positioned partially within the bone and the thread cracked after a few rotations when surgeon turned the orange knob. All pieces were removed from the patient with a grasper. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No further complications were reported.